Event description:
It was reported that during a ptca/stent procedure the balloon catheter would not advance over the guide wire. When the guide wire was removed, it was noted that the tip of the balloon catheter had separated. No pt injury was associated with this event.